Manufacturer narrative:
Cac adapter (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since functional testing revealed that the unit performed as expected. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level, no power disconnect alarms occurred during testing. There are no apparent contributing clinical factors to the reported event. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Information for use-the power supply connections are identical and are used to connect to any of the power sources (batteries, ac adapter or dc adapter). The controller should always be connected to two power sources for safety. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. A green indicator light on the adapter will indicate proper connection. Ensure that the power indicator on the power adapter cable turns green before plugging into the controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that a patient experienced a cac adapter that had power disconnect issues: "controller would occasionally give a power disconnect alarm on the side of the ac adapter. Electrical outlets and connections of the ac adapter were checked and no issues noted. Controller ports look fine and no alarms noted with other power sources connection".the device was exchanged with no reported consequences or impact to the patient.